Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 170 dialyzer. Incident occurred at start of treatment and was noted on blood leak alarm. Blood leak was verified with visual blood in dialysate and positive hemastix. Blood was not returned to the pt with an estimated blood loss of 250cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.